Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the patient underwent surgery for an abdominal aortic aneurysm with our bifurcated 22mm incraft stent. Two years later a thrombus developed. The product was not returned for analysis as it was implanted. The reported ¿thrombosis¿ as a result of using the device cannot be confirmed as the device is implanted, nor were procedural images provided. Therefore, the exact cause cannot be determined. Risks associated with endovascular abdominal aortic aneurysm procedures, include thrombosis and are listed in the IFU as such. Additionally, we do not know what the anticoagulant/antiplatelet status of the patient was at the time of the event as this information was not provided. Limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion. Treatment of limb occlusion includes various surgical and endovascular revascularization techniques; the best treatment option depends on the patient's general status as well as on local anatomic changes of the stent graft and excluded aneurysm. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. According to the warnings and precautions in the instructions for use, ¿patient selection: irregular calcification and/or plaque may compromise the fixation and sealing of the implant, especially at the cranial and caudal sealing zones. Inadequate seal zone length may result in increased risk of leakage into the aneurysm or migration of the prosthesis. All patients should be advised that endovascular treatment of infra-renal abdominal aortic aneurysms requires lifelong, regular follow-up to assess their health and the performance of the implanted endovascular prosthesis. When selecting a bifurcate prosthesis, attention should be given to the abdominal treatment length from the lowest renal artery to the aortic bifurcation. If this length is less than the length of the contralateral length of the aortic bifurcate prosthesis (8.6 cm) then it could result in increased difficulty with cannulating the contralateral gate. Potential adverse events and potential device risks include, but are not limited to: amputation, anesthesia complications, aneurysmal enlargement, aneurysm sac rupture, aortic damage (perforation, dissection, bleeding, rupture), arterial or venous thrombosis, bleeding, hematoma or coagulopathy, bowel complications (e.g., ileus, transient ischemia, infarction, necrosis), cardiac arrhythmia, cardiac complications, cardiac failure or infarction, claudication, contrast toxicity, death, edema, embolism, endoleak, fever, gastrointestinal complications, genitourinary complications (e.g., ischemia, erosion, fistula, incontinence, hematuria), hematoma (surgical), hepatic failure, impotence, infection, lymphatic complications, neurological complications (e.g. Cva, tia), paralysis or paraparesis, post-implant syndrome, prosthesis occlusion/stenosis, pseudoaneurysm, fistulas, pulmonary complications, radiation complications, renal failure/renal insufficiency, stenosis of native vessel, surgical conversion to open surgery, vascular access site complications, occlusion/stenosis, vascular trauma, wound complications.¿ based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported, the patient underwent surgery for an abdominal aortic aneurysm with our bifurcated 22mm incraft stent. Two years later a thrombus developed. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient underwent surgery for an abdominal aortic aneurysm with our bifurcated 22mm incraft stent. Two years later a thrombus developed.